Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not calculate the correct amount of insulin to be delivered for a bolus that had been requested. Reportedly, customer exited the bolus menu, and after re-entering the menu, was able to successfully request and deliver a bolus. Customer's blood glucose level was 200-500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy. Customer declined further troubleshooting with tandem technical support.